Event description:
It was reported that during surgery the device was not properly meshing. The graft was noted to be damaged however an additional graft was not needed. No harm or delay were reported as it relates to the event. Another device was used to complete the procedure. Diligence was completed and no further information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.